Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information requested: did the issue occur pre-operative or intra-operative? Was this the initial use of the device? How long has the surgeon been using this device? What other devices were used in conjunction with the device? Was the sales rep present during the event? The device returned had a cut in the balloon. The shape and location indicate a cut. Lot number on complaint was unknown, packaging received in the complaint had a label with lot number. The batch history records were reviewed by clinical innovations with no anomalies noted.

Event description:
It was reported that before an unknown procedure, when the package was opened, it was found that the balloon was burst. The device was not used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.